Manufacturer narrative:
A DHR was performed, lot #b00dxjg was produced under normal manufacturing conditions. The batch record did not show abnormalities in monomer and solution testing. All parameters tested were within specification and sterilization requirements were successfully completed. Our firm has made unsuccessful attempts to obtain the lens(es) in question and the ER contact info from the pt. Additional info will be reported within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings. Device labeling single use or reuse. Method - device not returned. No evaluation will be performed. Conclusion - no conclusions can be drawn.

Event description:
On (B)(6) 2013 a pt reported a "corneal ulcer" od resulting from a staph infection. She was wearing acuvue advance contact lenses (cl) when the event occurred and used opti-free pure moist lens care solution; wear and replacement schedules were not reported. The pt experienced red eye and lid puffiness; she visited an ER and was prescribed an unk ointment. She experienced an increase in lid swelling and visited an urgent care facility. Received notes from the urgent care facility as follows: pt presented (B)(6) 2013 complaining of "red eye of the right eye since friday, (B)(6) 2013", pain and burning was 5 on a scale of 1-10, that worsened with movement; gradual onset. Pt hx of a similar issue and conjunctivitis the week prior. Azithromycin eye drops and oral meds were in use on arrival to urgent care. Sle revealed corneal abrasion, blepharitis, conjunctival injection od and bacterial conjunctivitis od. Previous meds included tobramycin 1 drop ou qid x 7 days, doxycycline and tylenol w/codeine prn; bcva 20/30 od and 20/40 os. Return to clinic in 3 days or sooner if condition worsened, continue current treatment and cool compress; pt declined ophthalmology referral. On (B)(6) 2013 our firm contacted urgent care center. Their staff stated on (B)(6) 2013 the pt was dx with a bacterial abrasion od. The pt returned to the clinic on (B)(6) 2013 and was dx with a central corneal ulcer os. MDR #1033553-2013-00094 for os. No other dates of service were reported.